Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient presented to the doctor feeling discomfort. An electrocardiogram showed an inappropriate rate decrease. The pulse generator was explanted and replaced.